Manufacturer narrative:
Analysis: the sample(s) were not returned to the user facility; therefore, device evaluations are unable to be performed. A lot history review revealed there are no other similar complaints associated with this lot. A review of the device history record (DHR) shows the lot was manufactured to specification. Conclusion: the actual sample(s) were not received for evaluation. The DHR found nothing to indicate a manufacturing related cause for this event. The investigator assessed the event was possibly related to the study device and definitely related to the procedure. Based on the instructions for use (IFU), the occurrence of a dissection is an inherent risk of any pta procedure. If additional information becomes known to the manufacturer, a supplemental report will be provided will all relevant information.

Event description:
It was reported a grade e flow limiting dissection was allegedly present after treatment with two lutonix percutaneous transluminal drug coated balloon (dcb) dilatation catheter. The health care professional (hcp) gained access to treat the non-calcified proximal mid right superficial femoral artery (sfa). The hcp performed a laser atherectomy followed by a successful predilation of the artery. The hcp prepared the lutonix dcb's in the normal fashion and treated the target lesion, which resulted in two grade e flow limiting dissection. The hcp used two cook drug covered stents to treat the grade e flow limiting dissection, resulting in residual stenosis of less than 10%. The investigator assessed the event was possibly related to the study device and definitely related to the procedure. The lutonix dcb's were discarded by the user facility and are not available for return. No adverse patient effects were reported. This is one of two products involved with the reported event and the associated manufacturers report number is 3006513822-2016-00166.